Event description:
It was reported that the patient presented for a follow-up in clinic. During device testing, it was noted that the test was not able to be performed because of an ongoing test. It was noted there were no other ongoing tests. It was suspected to be a conductive telemetry issue. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported complaint of the test being unable to be performed by the programmer was confirmed. The aveir vr programmer software persistently received a ¿measurement ongoing¿ response from the lsp112v lp, and therefore persistently displayed a dialog box conveying that status. This is a known defect within the aveir vr lp firmware version 19.5.